Manufacturer narrative:
Based on description of the event and lack of sufficient medical information available, clinical assessment was unable to confirm the reported event of an indeterminate endoleak. Device, user, procedure or anatomy relatedness of this event could not be determined. There were no procedure related harms identified. The final patient status was reported to be discharged post operative day one following the reported secondary endovascular procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Event description:
Subsequent to the initial report, additional information was provided reporting that re-intervention was performed with implant of two (2) ovation ix limb extensions and a palmaz stent. At the final angio run there was improved seal on the left side. Patient was discharged home one day post op in stable condition.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system and one additional ovation ix iliac limb extension were implanted to treat an abdominal aortic aneurysm. Approximately 7 (seven) months later the patient reported in stable condition for a routine follow-up visit. CT scan identified an indeterminate endoleak. In (B)(6) 2019, angio was performed and the radiologist reported that there was possibly a type 3 endoleak. This angio was reviewed by endologix medical review board determining the leak is a possible type ii; however, there is a chance it may be a type ia endoleak. An additional angiogram will be performed to confirm if re-intervention is required. The patient is being monitored.